Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient met with a manufacturing representative (rep) who advised that the ins is moving in the pocket. The issue was discovered while meeting with the rep in person at least two weeks ago. The patient states that the rep said that it's not necessary to see healthcare provider (hcp) for revision. No symptoms were reported. Additional information was received from the rep and it was reported that the rep saw the patient in the hospital to help him charge the system. There was no complaint of battery moving. The battery is in his left flank, and it¿s a little hard for him to access where the implant is. The patient was also evaluated by his healthcare provider (hcp) for weakness in his left leg which occurred after his kidney surgery and was thought to possibly be related to positioning, again unrelated to stim. The patient did not mention anything to the hcp about an issue with battery movement.